Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she has been experiencing high blood glucose levels for about a week, and feels that the insulin pump is not delivering insulin accurately. The customer stated she has experienced nausea, headaches and dry mouth as a result of the elevated blood glucose levels. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the customer was not comfortable using this device, and requested a replacement. Nothing further was reported.